Event description:
The pt reportedly experienced intermittency. Followed by a loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.